Manufacturer narrative:
(B)(4). Customer returned pump for an alleged no com pump to meter/no com pump to xmtr found on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm. Unable to verify no com pump to meter/xmtr or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unsuccessfully downloaded firmware using crest or download history file/trace using thus/carelink. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1 / pcba 2 / force sensor / motor. Force sensor zero offset within specification (23.3mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. Critical pump error (open book image) alarm was confirmed. Unable to determine the root cause, problem isolated to electronic assembly. Unable to download history files and traces confirmed. No com pump to meter/xmtr was unable to confirmed due to critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the transmitter and meter was not linking with insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.